Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported that the half-height cubie drawer 3.1 in the main cabinet had failed and would not recover. All cubie pockets were reported as failed, and any attempt to recover the storage space immediately indicated that maintenance was required. The field service engineer (fse) observed that light-emitting diode d205 on the module controller was flashing slowly and performed a field test of the drawer controller. The drawer controller passed the test with 600 ohms measured at test points tp505 and tp502. The row board cable header at the drawer controller and the pyxis bus cable on the module controller were reseated. Upon restart, light-emitting diode d205 was illuminated solid, indicating good communication with the row board and cubie pockets. Proper operation was verified using the hardware test application, followed by final testing. User access was verified through the medication application, including storage space recovery and inventory count. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 3.1 had failed. The entire pyxis unit was restarted; however, the system indicated that the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.